Event description:
A non-healthcare professional reported via a regulatory agency that following the stent implantation procedure, the patient experienced serious eye complications and a procedure was performed to drain fluid from the eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).